Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that visualization of this right ventricular (rv) lead under x-ray, noted that the lead perforated the heart wall. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.